Event description:
The user reported that during an infusion, the pump alarmed for air-in-line and when the clinician unloaded the set from the pump to remove the air, the line disconnected at the upper accuslide joint. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info was available.

Manufacturer narrative:
(B)(4). The sample lot is not available for investigation. The lot number was not identified, therefore, lot history record review could not be performed.